Manufacturer narrative:
(B)(4).

Event description:
It was reported that the receiver display was frozen. The product was evaluated. An exterior visual inspection was performed and passed. A receiver charge test was not performed due to receiver perpetually rebooting. A receiver boot test was performed and failed due to receiver perpetually rebooting. Manual button tests were not performed due to receiver perpetually rebooting. Functional tests were not performed due to receiver perpetually rebooting. The receiver log was not downloaded and reviewed due to receiver perpetually rebooting. The allegation was undetermined. A probable cause could not be determined as the allegation was not found. No injury or medical intervention was reported.